Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) hospital with hyperglycemia on (B)(6), 2026. The patient's blood glucose levels reached 660 mg/dl while wearing the pod. The pod controller has a charging defect; it was charging about 1% per hour. Symptoms reported include dizziness, fatigue and weak. The patient was reportedly treated with pod therapy as the pod controller was working intermittently but was not reliable due to the charging issue. The patient was discharged on (B)(6), 2026.